Manufacturer narrative:
No ventilator logs were provided, and no service request was made for the ventilator. The healthcare facility performs its own maintenance. The investigation was conducted based on the information received from the healthcare facility. It was reported that the device successfully passed a pre-use check following the event and subsequently operated without displaying any error messages. According to the device logs, an alarm indicating "expiratory cassette disconnected" occurred on (B)(6) 2024, which is most likely the event date which was not initially stated. This alarm signals that the expiratory cassette is either disconnected or not properly seated. However, the expiratory cassette cannot unintentionally shift from its seating during ventilation. The facility replaced the expiratory cassette with a new one, after which the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced expiratory cassette was not returned for further investigation. The expiratory cassette is a measuring device for expiratory gas flow and does not play a direct role in regulating gases. Given the lack of additional information and the absence of the replaced component for analysis, further investigation was not possible, and the root cause of the reported event remains undetermined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
An FDA medsun report (B)(4) was received stating: "alerted by nursing that patient vent was alarming high respiratory rate and low minute ventilation; no return volumes to the patient at this time despite bbs and etco2. While assessing circuit for leaks, vent began to alarm expiratory cassette disengaged. Patient removed from vent and bvm (bag-valve mask) while running a circuit test on the ventilator, which passed without issue. When patient placed back on the vent, again began to alarm expiratory cassette disengaged. At this time, patient bvm until new ventilator in place." Manufacturer's ref #: (B)(4).